Event description:
It was reported that a power source alert 07 occurred, and the issue could not be resolved through initial troubleshooting steps such as using a different wall adapter or charging cable. There was no reported impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. The customer was guided on how to put the pump into storage mode and agreed to return the malfunctioning pump to tandem with a pre-paid label within ten days.